Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. This report will be amended when our investigation is completed.

Event description:
It is reported that post-op doctor felt patient has loosening of the shell. The patient has not been revised.